Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 1ml insulin s/su experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: the syringe has been opened for insulin administration and it has been observed that the milligram up to 10u is cleared.

Event description:
It was reported that an unspecified number of syringe plastipak 1ml insulin s/su experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: the syringe has been opened for insulin administration and it has been observed that the milligram up to 10u is cleared.

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing processes are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.